Event description:
It was reported that the patient presented in the operating room for a valve replacement. During the procedure, the patient went into ventricular fibrillation. The ICD attempted to convert the rhythm, but short circuited due to low impedance. External defibrillation was used to convert the patient. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.